Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Feedback suggests there was an under infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
This investigation has confirmed the reported underinfusion which has been attributed to a failure of the bezel. A search has identified previous reports for this issue, however these are occurring at a very low frequency. An external inspection identified damaged pixels on the pcu screen .an external visual inspection of the pcu and pump module did not identify any further damage or deficiencies.

Event description:
Feedback suggests there was an underfusion.